Event description:
Patient called lfs in 04/03 alleging the ot ultra missing readings. Patient did not report any symptoms, nor did they experience an adverse event. The issue was not resolved with troubleshooting. No further information was reported. A patient reported blood glucose results of 251, 150, and 117 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.